Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose level of 467mg/dl. The customer was treated with intravenous insulin and saline to resolve the issue. Reportedly, the customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling. Additionally, the customer indicated a history of gastroparesis may have contributed to the reported events.

Manufacturer narrative:
G2.